Event description:
A caller reported an issue with their insulin gauge displaying a different amount than expected, specifically showing a fill estimate of +60 units instead of the expected +240 units. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to disconnect from the site and deliver a 10.2 unit bolus, resulting in an updated fill estimate of 85 units. The caller was educated on ensuring the completion of the cartridge air removal step prior to filling. The caller declined to load a new cartridge and planned to continue using the current one, with a follow-up if necessary. An email with additional guidance was sent to the customer.